Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/15/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle and an ar-9231-vl-03 glenoid drill guide broke and could not be taken apart. This occurred during a case where the devices were switched out, and the case continued with no further issue.